Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a failure code of 814:04. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 814.04 was confirmed by baxter personnel during product evaluation. The root cause was assigned to the air in line printed circuit board being disconnected. The air in line printed circuit board was reconnected to correct this condition. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.